Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative. It was clarified that the pump was explanted on (B)(6) 2019.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that the pump was replaced. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving morphine (20 mg/ml at 3.598 mg/day) via an implantable infusion pump. It was reported that the patient had increased pain and withdrawal symptoms that began last night. The pump was interrogated and the logs displayed that the pump had stalled on (B)(6) 2019 at 10:50 while the patient was performing normal activities. The alarms were successfully silenced using the hcp's tablet. The caller confirmed that they would return the device if it was replaced. No further complications have been reported as a result of this event.